Event description:
It was reported that the device would not stop. No patient or user injury was reported. No delays were reported as well. A back up of the same kind was available.

Manufacturer narrative:
One service replacement dyonics 25 pump part number (B)(4) was received on (B)(4) 2017 and confirmed to be serial number (B)(4). Complaint of "won't stop" could not be reproduced. Product passed functional testing and power cycling with no faults or errors. Product passed functional testing during 2 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pump fail to stop. All functions perform as expected. Pressure readings were normal throughout burn-in on wet station. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. No containment or corrective actions are recommended at this time.